Event description:
A customer reported that quality control results were high for glu and low for bun and amyl for the level 1 control fluid and high for glu and bun for level 2 control fluid on the vitros dt60 analyzer. Troubleshooting determined that this event is consistent with a malfunction that may cause false pt results to be reported. There was no report of pt harm as a result of this event.